Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. (B)(6). The patient was not adversely affected. The reagent lot number was 131960. The expiration date was requested but was not provided. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Possible root causes relate to sample quality issues such as clots/fibrin from no tube inversions or bubbles/foam on the sample surface. Insufficient maintenance was another possible cause. A general reagent issue could most likely be excluded. The qc results on the day of the event were within range. The calibration frequency was found to be too low.